Event description:
It was reported ongoing intermittent occlusions alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. At the time of report, a systems check with tandem technical support determined there was a blockage in the cartridge. However, due to the ongoing occlusion alarms with no resolution, the pump was replaced, the customer continued to use the pump for insulin therapy with a backup plan if necessary.